Event description:
Biomed recieved several reports of baxter pcaii pumps "not delivering meds." End result of the extensive investigation by biomed discovered a very dangerous scenario - potential patient injury or death - that may have already been played out (perhaps numerous times, including other possibly pediatric uses of this device), that went undetected until now. The scenario goes like this: a pediatric patient is put on a baxter pcaii pump for pain relief. Certain medications (such as fentanyl and hydromorphone) must be used at high concentrations to be safe and effective. Dose is set for 0.2ml, with a 10 minute lockout period (standard), with possibly an initial bolus of 0.5ml programmed in as well. Pca button is pushed and meds are "delivered". Unknown to staff, the line is occluded (perhaps kinked or clamped off), so no med is actually delivered to the patient. The patient continues to request meds, as they are in pain and not receiving meds. Pump "delivers" a max of 0.2ml every 10 minutes, without it actually getting to the patient. Over an hour or so, 1.9ml of fentanyl or hydromorphone are "delivered" before the pump recognizes occlusion and alarms. Rn responds to alarm, sees patient in a lot of pain, and perhaps either knowingly (unclamps) or unknowingly (line becomes unkinked), fixes the occlusion problem. At this point the rn has just released a backpressure of 1.9ml in concentrated meds, which is immediately delivered to the patient. If the rn does not recognize that this just happened, she may also manually deliver another 0.5ml bolus to relieve the patient's obvious pain. Total "bolus" of med delivered = 2.4ml of fentanyl or hydromorphone. This is 5x the normal bolus amount, and 12x the normal dose request amount. On some pediatric patients, this could easily be potentially fatal! (Note: manufacturer specs for occlusion testing say to set rate to 99ml, device should alarm occlusion within 3 minutes. Quick math reveals up to 4.95ml could be "delivered" before it recognized the occlusion and alarms. This would be potentially even more deadly, and the device would still be within manufacturer's specifications). Due to the easily disguised nature of this problem, this scenario has probably been played out before when used in this manner (pediatrics). Perhaps the pumps were even marked as "defective" and sent out for repair. Testing by biomed's and manufacturer's would reveal the device is working "perfectly" within specifications, and would therefore probably be closed out as "no problem found" or perhaps "operator error suspected." We feel this is a significant patient safety issue that other pediatric users of this device should be made aware of asap. As a remedy, we have sent out a housewide e-mail, and have a special nursing skills day station set up. We are exploring other (newer) devices that may be more sensitive to occlusion alarms.